Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The system¿s pcoip box was replaced, thus resolving the is sue. The system then passed the system checkout and was found to be fully functional. The pcoip box was returned to medtronic for analysis. The pcoip client box was tested and the reported issue was able to be duplicated. The pcoip client box was found to boot cycle after 17 hours of operation. There were also errors noted in the logs on the device. This failure was documented in a hardware defect tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that during the case the camera cart monitor went black, showed the ¿pc over ip (pcoip) connecting¿ pop-up quickly, and the video input then went black. The camera stayed on throughout this occurrence. This happened two times within ten minutes. It was noted that the cables going in and out of the pcoip box were seated well. There was no surgical delay due to this issue, and there was no impact on patient outcome.